Manufacturer narrative:
(B)(6).

Event description:
It was reported the patient had recurring stent thrombosis. On (B)(6) 2018, the patient underwent treatment with the eluvia device as part of the eminent clinical trial. The target lesion was located in the right ostial, proximal and mid superficial femoral artery (sfa). The lesion had 5.7mm and 4.1mm reference vessel diameter, proximally and distally respectively. The lesion had a total length of 180mm. The lesion was 100% occluded and was crossed subintimal.. Pre-dilation was performed using five balloons and two 6x120mm eluvia stents were implanted. Two additional non-bsc stents were implanted due to dissection. Post-dilatation was performed using three balloons. Residual stenosis was 25%. On (B)(6) 2018, the patient experienced stent thrombosis. The patient was hospitalized and thrombolysis with alteplase was performed. The patient was discharged on (B)(6) 2018 and the event was assessed as resolved the same day. On (B)(6) 2018, the patient experienced stent thrombosis. The patient was hospitalized and thrombosuction was performed and a stent was placed. The patient was discharged on (B)(6) 2018 an the event was assessed as resolved the same day. On (B)(6) 2018, the patient experienced stent thrombosis. The patient was hospitalized and thrombolysis with alteplase was performed. The patient was discharged on (B)(6) 2018 and the event was assessed as resolved as of (B)(6) 2018.